Event description:
On (B)(6) 2013, the lay user/patient in USA contacted lifescan to report the one touch ultralink meter buttons were sticking. There was no patient injury associated with this issue. As the issue was not resolved with troubleshooting this complaint is being reported.